Manufacturer narrative:
Analysis and results: there are no previous complaints of the most probable batch 219154n3. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock in b. Braun surgical's warehouse. Reviewed the batch manufacturing record, this product had an incidence not related to this issue and was released fulfilling b. Braun surgical specifications. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K111959. When additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there was ampoule leakage. The reporter indicated that at the end of a patients dialysis, the patient compresses the atriovenous fistula, with the help of the nurse. The bleeding is long, so it was decided to put a point of glue, to stop it. The surgical glue tube histoacryl has an unusual appearance, and completely dry. The glue inside too, it is dry and hardened, so unusable. Per the reporter, there are 4 tubes with the same appearance. No harm or consequence to the patient.